Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global leaked at the catheter/hub junction. The following information was provided by the initial reporter: customer states" fluid leak where catheter joins hub of bevel for MRI gadolinium hand injection. Identified immediately post insertion. Previous similar issues occurred, however unable to identify batch of other issues.? Fault in cannula tubing". (B)(6)2025 no erroneous results encountered, checked contrast administration levels during scan and it was adequate. No extravasation encountered. No patient injury course of treatment: manual adjustment of the cannula was performed during administration and cleanup afterwards. No blood exposure to anyone, to my knowledge following mention of faulty cannulas other staff have mentioned that this was occurring for some time. I was just the first one (seemingly) to report it. Devices removed from the ¿cannulation trolleys¿.